Manufacturer narrative:
(B)(4). Articulation bands. The analysis showed that the ats45 device was received with the articulation mechanism damaged and with a 6r45b reload present. The reload was received partially fired and with the reload lockout spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The device was tested for functionality with test reloads on the three articulated positions; on the right and center it fired, cut and formed the staples as intended. However, on the left side the device malformed some of the staples. The device was disassembled to verify the condition of the internal components and the left articulation band was found damaged. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, "the device was defective." It is unknown how the case was completed. There was no adverse consequence to the patient reported. The information was on a note with no other information.